Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the phacoemulsification would not work. The hand piece and cassette were both changed. The hand piece was also placed in the lower plug. None of these trouble shooting attempts resolved the issue. Also, the IV pole on the console did not automatically elevate the bottle. The console was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the non-phaco issue was replicated. The u/s handpiece cable was replaced to address the issue. The IV pole issue was not able to be replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 4, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the u/s handpiece cable. However, it is unknown as to how this part became nonconforming. (B)(4).